Event description:
It was reported that revision surgery was performed due to septic loosening. The patient had a confirmed infection and required bone repair and grafting. During the surgery, the patient developed diffuse intravascular coagulation syndrome related to the initial sepsis.